Event description:
Philips received a complaint by the customer on the v60 indicating that the unit is failing the proximal pressure sensor autozero. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit is failing the proximal pressure sensor autozero. The customer informed the remote service engineer (rse) that they were unable to duplicate the reported issue, but the error was confirmed in the significant log. The rse then provided the customer with the part number of the solenoids and data acquisition (da) printed circuit board assembly (pcba) to order and replace. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 02oct2025, 23oct2025, and 20nov2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.